Event description:
Reportedly, the pt was brought back to or 10 days post op with a hypotensive condition. The op site was accessed and the suture used to sew in a patch graft appeared to had broken midpoint of the stitch and the vessel was bleeding into the wound. The wound was repaired and the pt required 6 units of blood. Procedure: fem pop bypass graft. No other info was available.